Event description:
It was reported that during a shoulder arthroscopy the physician was utilizing a super turbovac 90, ifs. Approx 10 mins into the procedure and after 2-3 mins of cumulative use of the wand, the tip at the distal end of the wand became loose and fell off. The tip was retrieved with a minimal time delay and no pt injury was reported as a result of the event. The procedure was completed using a new arthrowand.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.